Manufacturer narrative:
The devices were not returned for review, therefore their exact conditions cannot be described. Manufacturing documentation could not be reviewed due to the absence of item/lot information. These devices were used in the treatment of a medical condition. This pt's history includes a revision due to a ceramic liner fracture, and it was noted that fragments of the ceramic liner remained in the pt after said revision. Ceramic is a harder material than metal, and has the potential to cause damage and subsequent metal foreign material to be released into the joint space. Component compatibility could not be reviewed due to lack of information. A complaint history review could not be performed due to lack of manufacturing lot numbers. With the information provided, a definitive root cause cannot be determined.

Event description:
It is reported the patient's hip was revised due to metallosis, cobalt poisoning, a seroma, and adverse tissue reaction which stems from previous breakage of an acetabular ceramic liner. The ceramic liner was previously revised. During the current procedure being reported, additional pieces of the ceramic liner were removed, and unknown hip components were replaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.